Event description:
N/a.

Manufacturer narrative:
Unique device identifier" (B)(4). Mayfield 2 skull clamp was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during c4-t3 laminectomy/fusion procedure, a xxx-headrest mayfield head holder slipped and caused laceration. Three pins slipped and caused a 4 to 5 inches laceration on the left side of the patient's head above the ear. This occurred after the patient was positioned from supine to prone position. Patient was then placed supine on the stretcher to staple and close the laceration. The patient's status is currently good.